Manufacturer narrative:
Device received with all operating currents within spec and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery, battery out limit, a17 or failed battery test alarms noted during testing. Device alarmed unexpected restart after battery change and resets time/date to factory default due to voltage leak at interface board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received multiple insulin pump error alarm. Customer¿s blood glucose level was 163 mg/dl at the time of incident. Customer reported that they were able to clear the alarm. Customer reported that insulin pump did require rewind. Customer able to complete rewind. Customer stated that they first time customer called about this issue. Customer stated that they received low battery alert. However, customer stated that the insulin pump alarm shortly after inserting a new battery. Customer has experienced multiple insulin pump error alarms after battery change. Troubleshooting was performed. Customer was advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. The device will be returned for analysis.